Event description:
Shock delivered notification was received on the customer support helpline queue. Customer care was not able to contact the patient or emergency contact. Patient was transported to hospital ER for medical evaluation. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.